Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure is part of the (B)(4). A 1.7 cm aneurysm was detected in the rsfa ( target lesion ) on a 30 day duplex, following turbohawk procedure which occured on (B)(6), 2011.